Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient's legal guardian (lg) reported the patient's blood glucose levels rose to 23 mmol/l (414 mg/dl). The pod was reportedly leaking while worn for between 4 and 24 hours. Symptoms reported include thirst and headaches. The lg reported the cannula was not properly seated in the infusion site (back). The lg called the doctor and was advised to remove the pod and administer a correction every 2 hours utilizing an insulin pen.